Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was unresponsive during a supply change, preventing confirmation of on-screen prompts, and a replacement was issued with instructions for shutdown and return of the original device. Symptoms included no reported adverse health effects. Outcomes included the user transitioning to backup therapy and continued cgm use while awaiting replacement, with the original device not yet returned. Investigation included customer service troubleshooting, verification of device information, and initiation of device replacement with data sync guidance. Investigation of this case revealed a suspected device malfunction related to a pump user interface or display component, though no device analysis could be completed because the device was not returned. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.